Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: screen is black probable root cause: ¿ sk28 system electrical design ¿ sk28 system firmware ¿ dvi / s-video/composite cables and connectors ¿ remote connectors (r1/r2) ¿ remote cables ¿ input signal from video source ¿ sdc3 application software ¿ gravity workflow software application ¿ software: sdc3 ipad app ¿ use error ¿ manufacturing/ service nonconformity (stryker/ novatech) the reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.